Event description:
It was reported "pump is not alerting to occlusions." There was no reported adverse impact to the customer's blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.